Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found in the seal of the pouch. The actual device was returned for evaluation. The manufacturing lot numbers along with photographic evidence was provided for review. The lot numbers associated with the report are as follows: 156562, 158682, and 160108. The distributor indicated that the defects were found during incoming inspection. A review of the samples and photos confirmed the issue from the distributor. Analysis of the finished good lot numbers were reviewed. No non-conformance's were noted during the manufacturing process. According to the manufacturing process, these parts are manually loaded into recessed pockets on a packaging machine per specified work instructions. If incorrectly loaded or not orientated properly, the product interferes with the sealing process. Therefore a likely root cause for the parts in the seal may be attributed to an operator error. The IFU which is received with the product, along with the pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Additionally, production supervisors and operations were notified of this issue during the daily update meetings. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that dr fog sponge was found with seal issues. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system for multiple lot numbers. The complaint references for these lot numbers are as follows: (B)(4) - lot 156562 ((B)(4)); (B)(4) - lot 158682 ((B)(4)); (B)(4) - lot 160108 ((B)(4)).